Event description:
A customer reported that on 9th may 2006 she suffered a hypoglycemic event while driving her car. The customer states that she became very low and did not know what she was doing. The customer obtained a reading of 25mmol/l.. The customer took insulin and went training. A reading of 10.3mg/dl was obtained before the customer began driving. The customer started to feel dizzy after 10 minutes of driving. The customer was stopped by police who had been alerted by other drivers. The police helped the customer to eat candy that she had in her car.